Manufacturer narrative:
The files analysis led to the following observations: due to communication errors between the cpr4 telemetry head and the implant, it was impossible to get the bluetooth security keys from the implant and thus, impossible to start the session in wireless mode. The cpr4 telemetry head is sensitive to external disturbances the second attempt went well, with no communication error between the cpr4 telemetry head and the implant. It is recommended to avoid as much as possible electrical noise while a device is interrogated. Based on the available information, no issue is suspected on the subject programmer.

Event description:
An episode of struggle to interrogate a pacemaker that was goint to be explanted to implant a crt-d, very difficult to make the tests. Followed by difficulty interrogatinf crt-d still on the box sn: (B)(6). When interrogation went through, btl communication wasn't active, clicking on the button reinterrogate didn't solve. I left the room quit the session and interrogate the device one more time and btl connected.